Event description:
The user facility reported to the MFR that, after 30 minutes of hemodialysis via a tunneled, internal jugular catheter, running at blood flows of >400 ml/min and expected arterial and venous pressures, the venous (blue) blood-line detached. This detachment occurred under the pt's clothing. The resulting blood loss was not detected until the pt's blood pressure fell resulting in cardio-pulmonary arrest. CPR was unsuccessful. The venous line was completely separated from the catheter hub. The user facility does not know why the line detached. The pt was previously alert, oriented and coherent. He was talking to another pt when his blood pressure fell.

Manufacturer narrative:
This MFR immediately sent three clinical specialists to the user facility to investigate reported issue and re-train staff on correct use of connectors. Review of info provided by the unit staff revealed that: connections between the pt's catheter ports and bloodline were covered with clothing and a blanket, preventing staff from properly monitoring the connections according to instructions for use. Staff were re-trained on correct method to connect catheter port to bloodline, according to instructions for use. Re-training of staff was observed to be effective in preventing further disconnections from occurring.